Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and ultimate patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Heartmate ii lvas, serial number (B)(6), was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Although the available event information indicated that the source of the patient¿s infection (pneumonia) was not attributed to the left ventricular assist device system, the current heartmate ii lvas IFU also lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away (B)(6) 2020 from a cerebrovascular accident and pneumonia. No autopsy will be performed. The vad was working as intended. No equipment will be returned.